Event description:
It was reported that during an implant procedure, two left ventricular leads were positioned in the target location but neither lead would pace normally. The leads were not used, and the physician elected not to pursue cardiac resynchronization therapy (crt). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.